Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced device was returned for evaluation of the reported "the coil fell [out] of the needle." The device was returned and was tightly coiled inside of a poly bag. The ejected laser-cut hypotube was returned in a specimen jar. There were no accessories or original packaging returned with the device. Upon evaluation it was noted that a severe kink was present near the proximal area of the hypotube. The handle and outer sheath were returned intact and in good condition. The laser-cut hypotube (lch), referred to in the report as the "coil" was ejected. The pebax heat shrink was torn near the distal end, proximal to where the lch would have been positioned. It does not appear any pebax material is missing. The lch is intact with no damage or abnormalities noted. A DHR review cannot be performed as the lot number is unknown. Based upon inspection of the returned device it is likely heavy use and poor user technique caused the pebax to wrinkle and catch on the laser cut hypotube. After wrinkling, the bunched pebax ejected the laser-cut hypotube. The device's instruction manual provides warning that states "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and or endoscope."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility. The nurse at the user facility further reported that the reported event occurred at the end of the procedure as the last sample was taken; when putting the test sample in the sample cylinder, they observed the coil at the distal end falling off. There was no other unusual, difficult equipment behaviors or phenomena before the event occurred. There was no issue with the endobronchial ultrasound (ebus) scope was that was used during the procedure. The patient did not require a longer stay or additional treatment as a result. The doctor inspected the needle prior to procedure; there were no abnormalities observed.

Manufacturer narrative:
The device was received by the manufacture for evaluation. As a preventive measure, the instruction manual provides warning which states: always have a spare instrument available in case the primary instrument malfunctions. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.

Event description:
The manufacturer was informed that during an endobronchial ultrasound procedure, when the needle was taken out to retrieve the biopsy sample, the coil at the distal end of the device came off. The user facility reported no device fragment fell inside the patient as the coil came off outside of the patient. The procedure was delayed 15 minutes to find a new similar device. The intended procedure was completed using the replacement device. There was no patient injury reported.